Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear was broken and torn off. Therefore, the reported condition was confirmed. It was determined that the device did not function, the gear was broken, housing coating was damaged, and the bearing and engine blades were stuck, the assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air reamer/drill device was defective. It was not reported if the device was used in surgery. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.